Manufacturer narrative:
Concomitant medical products: product ID: w2dr01 ipg, implant date: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experience an arrhythmia and an in hospital asystole, cardiac arrest. The right ventricular (rv) lead exhibited an increase in threshold. The rv lead was capped and replaced at implantable pulse generator (ipg) changeout. Within two hours, the patient arrested. The new rv lead exhibited a pacing failure and was found to have dislodged. A temporary pacing lead was inserted. The following day, the rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.